Event description:
It was reported that during the implant attempt, a rise in threshold was confirmed several minutes after the lead was placed into the right atrial chamber. The helix of the lead could not be completely retracted for repositioning. The lead was not implanted and was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full the lead was returned in segments and analyzed. Analysis was performed and the proximal conductor of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated damage at implant. (B)(4).